Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring ii seal came off during operation. A replacement device was used to complete the procedure. There were no patient effects. The product was returned. Upon receipt of the product, it was observed that the reported complaint was for a deployment issue, such as premature deployment.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal was returned outside the tube. The seal was intact. The tension spring assembly was inside the tube. The plunger was depressed and the device was bloody. Based upon the reported complaint details and the received condition of the device, the reported failure was interpreted as a "premature deployment". This reported failure was confirmed based upon these visual observations. A lot history record review was completed and there was no nonconformance that could have attributed to the reported failure mode. (B)(4).